Event description:
Ob technician removed the device from the packaging and the pumping mechanism came off in her hand. A new device was obtained and used without difficulty. Manufacturer response for vacuum delivery system, complete vacuum delivery system (per site reporter). This product is ordered thru concordance distributor. Customer service representative notified (retracted telephone number) of equipment failure on (retracted date). Product will not be returned. Account credit will be received.